Manufacturer narrative:
The instrument has not been returned for evaluation; however, the site did provide photographs for review. Per the customer reported complaint, engineering observed the distal clevis ear had broken off at its base. The ear broke on the side opposite the conductor wire, however, the conductor cap is also missing. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Per the user facility medwatch report, the patient did not suffer any ill affects and did not have a prolonged stay. The patient was discharged as planned.

Event description:
On (B)(6) 2010, isi was advised of the following event and on (B)(6) 2010, user facility medwatch with the patient identifier of (B)(6) 2010 was received from the site. It was reported that during a da vinci s hysterectomy procedure and after installation of the permanent cautery spatula instrument, the site experienced an unknown system error that changed the led on the patient side manipulator (psm) arm to yellow. The surgical staff attempted to remove the instrument at a right angle. When straightening the tip of the instrument for removal from the system, the distal portion (plastic part) of the instrument's spatula broke off and fell into the patient's abdomen. The surgeon was working near the patient's sacral and efforts to locate the broken piece were unsuccessful. An x-ray was performed, however, the broken piece was not located. The procedure was completed with an instrument of the same type. To date, there have been no reports of patient harm, injury or complications.